Manufacturer narrative:
The insulin pump had motor error alarm during rewinding due to corroded home switch.

Event description:
The customer reported via phone call that they received multiple motor error alarms. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump passed. The insulin pump was returned for analysis.